Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, there were several episodes of undersensing noted on the device. An x-ray was performed and revealed the device completely eroded from the pocket and was no longer implanted. The patient was in stable condition.